Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. The suspected cause was lead migration since original implant. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed by product analysis, but was assigned cause, known inherent risk of device, based on the field report. The high threshold allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Environmental stress cracking (esc) was noted thru the outer polyurethane insulation approximately 760mm from the terminal pin, a few cracks or tears were noted in the area. The conclusion code was selected based on visual inspection which showed cracked/torn polyurethane insulation consistent with environmental overstress. However, this damage is not considered to be the cause of the electrical allegations because inner insulation and etfe coating is still intact on the conductors. Although the crack seen on this device did not lead to the field allegations, it is being tracked for product improvement purposes.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. The suspected cause was lead migration since original implant. No additional adverse patient effects were reported.